Event description:
The manufacturer received information alleging ventilator inoperative and high 02 inlet pressure alarms occurred. There is allegation that there was distress to the patient, not able to ventilate appropriately. The patient was on the unit at the time of the event. The clinical procedure was stopped. The software was upgraded but the issue remained the same. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.